Event description:
It was reported that the patient complained of knee pain at the site of her previous acl about 18 months out. During a second surgery, the remaining pieces of the implant were removed. The area was debrided and flushed. No new implants were needed as the repair was healed. Follow-up information showed that there was severe irritation at the site together with possible ganglion cyst formation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided, device history cannot be investigated. Part of a biocomposite screw was returned. Material is white and brittle, appears to be in the process of degradation. The most likely cause of this type of event is due to an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.